Event description:
A patient reported experiencing inaccurate high results with a ot basic enhanced meter. The patient's blood glucose results were 76 mg/dl (meter), 39 mg/dl (lab). Tests were done < 10 mintues apart with a difference of 41 mg/dl. Patient did not experience any adverse events. No further information has been reported.

Event description:
Pt #3-invalid.

Event description:
A patient reported experiencing inaccurate high results with a ot basic enhanced meter. The patient's blood glucose results were 320 mg/dl (meter), 202 mg/dl (lab). Tests were done < 10 minutes apart with a difference of 77%. Patient did not experience any adverse events. No further information has been reported.